Event description:
The customer reported while the alinity c processing module was running the r1 syringe tubing got disconnected and splashed the customer on the right side of the face. The customer washed her face, and no medical intervention was received. The customer was not wearing any protective eye wear at time of the incident. There was no harm to the customer reported. There was no impact to patient management or user safety reported.

Manufacturer narrative:
The tbg, syringe valve to syringe, r1 on the alinity c processing module, serial number (B)(6) was disconnected when running and the employee was splashed in the face with liquid. The employee washed the liquid off. The employee was not wearing glasses the time the issue occurred. There is no indication that the employee sought or received medical treatment. The customer replaced the damaged tubing. A review of the alinity c processing module, serial number (B)(6) service history, revealed no additional issues of splashing from parts reported on the (B)(6). A review of tracking and trending did not identify any related trends for the tbg,syringe valve to syringe, r1. A review of tracking and trending did not identify any related trends for the alinity c processing module with regards to the complaint issue. A review of the device history record did not identify any nonconformances or deviations for the tbg, syringe valve to syringe, r1 or for the alinity c processing module, (B)(6). Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity c processing module, serial number (B)(6) or the tbg, syringe valve to syringe, r1 was identified. D10 concomitant product section updated: tbg, syringe valve to syringe, r1, c-35016435-01.

Event description:
The customer reported while the alinity c processing module was running the r1 syringe tubing got disconnected and splashed the customer on the right side of the face. The customer washed her face, and no medical intervention was received. The customer was not wearing any protective eye wear at time of the incident. There was no harm to the customer reported. There was no impact to patient management or user safety reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.